Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 85 to 100 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is (not) within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 85 to 100 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is (not) within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(4). Adverse event not reported.